Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is experiencing pain and may require revision after implantation of a device alleged to be involved in a recall.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient is also experiencing potential loosening with radiolucency.

Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is unknown. The device history record was reviewed with no deviations/anomalies found. This device is used for treatment. Complaint history search based on the product and lot combination revealed zero additional complaints. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.